Event description:
It was reported that the device had display issues and the front case is broken. No patient injury was reported.

Event description:
Additional information was received which included the event date.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with broken front cover, corroded drain fitting, and cracked tank cover. The customer stated problem was duplicated. The display was missing pixels and the front cover is damaged. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped. The cause of the reported problem was traced to the customer (damage of the device). Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR (device history review) was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue.